Event description:
A customer contacted beckman coulter inc. (Bci) stating that they received a shipment of coulter lyse s 4 lytic reagent, on (B)(6) 2010, and reported a small hole in the upper part of the reagent. There was no effect to patient or user, and no exposure to open lesion or mucous membrane.

Manufacturer narrative:
The customer was provided with a replacement on (B)(6) 2010.